Event description:
It was reported to boston scientific corporation that a percuflex locking loop was used during a percutaneous nephrostomy placement on (B)(6), 2014. According to the complainant, on (B)(6), 2014, the patient arrived at the emergency room and presented urine leakage. The urine leaked from a fissure that measured approximately 1 cm next to the catheter. The procedure was completed using another percuflex locking loop. The condition of the patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that it was discolored and the catheter was found ripped at the discolored section. It was also noted that its suture key was missing. Functional analysis revealed that the mandrel was inserted through the stent without any resistance. Moreover, a transversal cut was performed near to the ripped section and no occlusions were found inside the catheter. Based on all available information indicated that the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that a percuflex locking loop was used during a percutaneous nephrostomy placement on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient arrived at the emergency room and presented urine leakage. The urine leaked from a fissure that measured approximately 1 cm next to the catheter. The procedure was completed using another percuflex locking loop. The condition of the patient was reported to be stable at the conclusion of the procedure.